Event description:
In 2009, the pt reported that late yesterday afternoon her blood glucose reading was 500 mg/dl and her readings remain elevated today. She said she treated her readings by bolusing insulin via her infusion device but whenever she tried to bolus more than 4.0 units, her device displayed an occlusion error. She changed her infusion set tubing yesterday but that has not resolved the issue so she stated she will change her headset, tubing and cartridge today. She said she had given herself a "shot" to treat her readings. She declined further assistance on this issue. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.